Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the collagen was pushed with the tamper tube by following the instructions, but hemostasis was not achieved. The following information was provided by the user facility: multiple attempts were made from different angles, but the outcome was the same, hemostasis was not achieved. Therefore, the suture was cut off, and the angio-seal device was withdrawn and removed from the patient. Surgery was performed to achieve hemostasis. The anchor and the collagen were found inside the blood vessel. The procedure was completed successfully. No damage caused by the device was found on the vessel. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 9 fr. Blood loss less than 250cc. Patient had no health damage.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.